Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late onset.

Event description:
A patient reported they experienced the events of ¿sparse cysts up to 0.8 cm¿, ¿worried and emotionally shaken with the recall news and the possibility of developing alcl¿, and ¿pain in breasts." The device remains implanted. Later "inflammatory liquid around the implant" and "small bilateral periprosthetic fluid accumulation¿ was reported.